Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: exploration of fusion mass, c4-5; discectomy with osteophyte resection, c5-6 hemi vertebrectomy inferior c5, superior c6, with correction of kyphotic deformity, interbody reconstruction/grafting with bmp anterior internal plate fixation, plate with 14mm cortical cancellous screws, c4, c5, c6. Operation to scar tissue intraoperative fluoroscopy interpreted by surgeons. High powered microscopic dissection, somatosensory evoked potentials monitoring. Pre-op diagnosis: rule out pseudoarthrosis, cervical spine, discogenic neck pain, cervical spine deformity. Post-op diagnosis: ".. Intact fusion with discogenic neck pain, cervical spine/deformity. As per op notes: ".. A 7mm graft containing bmp was tamped into position with gentle traction on the neck.. No complications were reported.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.